Event description:
It was reported that the patient presented with non-st elevated myocardial infarction (nstemi) and the diseased left circumflex coronary artery with 90% stenosis was fully pre-dilated. A non-abbott stent delivery system (sds) was attempted to be advanced through the balance middleweight hydro guide wire; however, the sds could not be advanced or retracted and the stent could not be deployed. The coils of the guide wire separated. All the devices, including the separated coils were removed as a single unit. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported undetermined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.